Event description:
It was further reported that the patient felt fine immediately after the revision.

Event description:
It was reported that a patient experienced a shocking sensation near the pocket of the implantable neurostimulator (ins). Low impedances were measured. The right one was between 220-600 ohms and the left side was 31 ohms. It was stated that the extension was 'frayed.' No further information was provided about the condition of the extension. X-rays were taken in addition to impedance testing. It was noted that an explant was planned, but no date was given. It was stated that the patient was alive with injury and that they required hospitalization. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010-01-01 explanted: product type extension product ID 37085-60 lot# serial# nkn003882v implanted: explanted: product type extension product ID 3389 lot# serial# unknown implanted: 2010-01-01 explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extensions (serial (B)(4)) found that both of the outer insulations were twisted. All the conductors were severely stretched. Shorts were observed on circuits #1, 2 and 3 due to the overstress/damage of the conductors. The outer insulation was severely twisted. (B)(6).